Event description:
After heparin subq shot given to patient, safety on bd safety guide needle 25g x 5/8 was pushed into place. However, safety also pulled out needle from hub. This rn was not stuck with needle. Picture was taken for documentation and then needle was disposed of in sharps container.